Event description:
The device did not work when md attempted to use on the patient.======================manufacturer response for endoscopic multiple clip applier, endoscopic multiple clip applier (per site reporter).======================the manufacturer will send mailing kit to return the item; will send replacement; and will send follow up report of investigation of issues.